Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that his sensor had a broken needle. He stated the needle case fell off to the side when he was trying to put the sensor in the serter. Nothing further was reported.